Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that: labs taken on (B)(6) 2012 indicate slightly elevated cobalt (2.3 ng/ml) and chromium (0.6 ng/ml) ion levels. A chart note dated 7/30/2012 indicated "patient asymptomatic" and MRI "negative for any adverse local tissue reaction". The patient will return in (B)(6) 2013 for a 2-year follow-up visit. Pre and postoperative radiographs are on file.

Manufacturer narrative:
The patient is (B)(6) in height. No device failure modes or patient harms were identified in the reported event. Ncr was initiated because the occurrence rate for adverse local tissue reaction (altr) specified in the risk management files for the rejuvenate modular hip system was exceeded. Given the potential risk of fretting and corrosion with these devices, voluntary product recall ra 2012-067 was issued.

Event description:
It was reported that: labs taken on (B)(6) 2012 indicate slightly elevated cobalt (2.3 ng/ml) and chromium (0.6 ng/ml) ion levels. A chart note dated (B)(6) 2012 indicated "patient asymptomatic" and MRI "negative for any adverse local tissue reaction". The patient will return in (B)(6) 2013 for a 2-year follow-up visit. Pre and postoperative radiographs are on file.